Manufacturer narrative:
E1: (B)(4). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from a product support engineer (pse), reporting the power cord on the v60 ventilator did not meet electrical safety specifications during testing. The device was not in clinical use. There was no report of harm. The pse evaluated the device and reported the power cord did not meet electrical standards by measuring more resistance than allowed. The pse recommended replacement.

Manufacturer narrative:
H10: the product support engineer (pse) provided analysis findings to the customer and recommended power cord replacement. Once customer approval was received, the pse replaced the power cord. The device was operational after repairs were completed. To assure proper device performance, the customer was advised to only use accessories and expendables approved by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.